Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. Based on the device inspection results and internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during reprocessing the device failed leak test, insulation testing failed. There was no patient involvement on this event. No user injury reported